Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found a large spillage wash buffer coming out of the active wash station. The fse replaced the peri pump tubing. The carryover passed on the closed tube aliquoter (cta). This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a crystalline build up around the wash tower area and down in the closed tube aliquoter (cta) in the unicel dxc 600i synchron access clinical system. No injury or operator exposure was reported for this event.